Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, pacing inhibition, impedance measurements of greater than 2000 ohms, and loss of capture. No asystole was observed. The loss of capture and high impedances were noted in bipolar configuration, and were normal in unipolar configuration. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic evaluation indicated outer conductor coil fractures approximately 21 centimeters (cm) from the lead tip. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.